Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique device identifier - (B)(4). The hospital biomedical engineer applied krytox to the bag-to-vent switch to fix the reported issue.

Event description:
The hospital reported that, during the pre-use checkout, the unit failed the checkout test with leak more than 1liter. During the ge healthcare technician checkout, he noticed that the problem was caused by bag /vent switch stuck in the middle. There was no reported patient involvement.